Event description:
Per the repair center: alleged that the unit would not start and the key failure is the power cord having a short circuit/connection. Additional malfunctions are the zip tie was replaced and the cooling fan was weak/noisy.